Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of (B)(4) (manufacturer). Exemption number: e2014018.

Event description:
(B)(4) received mw5060843 on 04/15/16 containing the following information: original operation date (B)(6) 2015 patient developed a headache, collection noted of epidural fluid and tissue culture, gram stain positive on (B)(6) 2016. Patient treated with IV antibiotics and discharged home on (B)(6) 2016 with home IV antibiotic therapy. Concomitant medical products: clamp cranial fixation/implant lot # 52151634. Product is not available for investigation. Similar incident previously reported to (B)(4) and reported on med watch report 2916714-2016-00191 and 2916714-2016-00192; however, the most recent report does not have enough information to confirm if this report is tied to previously received information.

Manufacturer narrative:
Investigation: no product is at hand. Batch history review: the device quality and manufacturing history records have been checked for the available lot numbers, and been found to be according to our specification valid at the time of production. Conclusion and root cause: based on the information available as well as a result of our investigation the root cause of the failure is most probably patient related. Rational: no causality between the products and the mentioned issue can be found. Based on the batch history, we can exclude a material or manufacturing related error. No CAPA is necessary.